Event description:
Additional information received indicated that the use of the mechanical circulatory support during the redo transcatheter aortic valve, which was reported as unplanned, was possible related to the implant procedure and unrelated to the medtronic products.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that continuous renal replacement therapy (crrt) also was required for acidosis. Five units of packed red blood cells, 5 units of platelets or clotting factors, and 2 units of fresh frozen plasma were administered.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve replacement and surgical intervention, cardiogenic shock, coagulopathy, and ischemic hepatitis were reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: k012025, ubd: 03-dec-2026, UDI#: (B)(6). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a previously implant non-medtronic transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid native valve. Subsequently, an effusion with a possible rupture were observed. It was suspected that the rupture may have occurred during the pre-implant bav, and prior to implanting the transcatheter valve. Following the implant of the valve, surgical repair was performed at the aortic root, and a surgical aortic valve was implanted. It was noted that the transcatheter valve was possibly explanted. Per the physician, the patient's bicuspid native valve and calcified anatomy contributed to the event.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the re-do transcatheter aortic valve replacement procedure, the patient developed acute blood loss anemia requiring multiple blood products. Following the procedure, an acute kidney injury was identified which required hemodialysis.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that pericardial effusion occurred due to an annular rupture into the left ventricular outflow tract (lvot) that occurred following the pre-implant balloon aortic valvuloplasty (bav). Per the physician, the pre-implant bav caused the rupture. Per the physician, the delivery catheter system (dcs) and valve did not cause or contribute to the injury. It was reported that the transcatheter valve was explanted.

Event description:
Additional information was received to report the explanted valve (pli 10) was erroneously registered as an active valve and the patient received a patient registration ID card. However, because the valve was explanted, the patient should not have received a patient registration ID card. The patient's record was corrected. There was no evidence indicating the patient inappropriately received or was denied a procedure due to the incorrect information on the patient ID card. Additional information received indicated that following the balloon pre-dilitation and the redo transcatheter valve replacement an echocardiogram identified a pericardial effusion and subsequent hypotension developed. Hospitalization was prolonged. A mini-sternotomy was performed for the removal of the implanted redo transcatheter valve, the medtronic valve. With this procedure, the aortic annulus rupture was discovered. A repair of a left ventricular perforation also occurred. An aortic valve repair with annular enlargement patch was performed. An intra-aortic balloon pump was placed. Intravenous pressors and ¿numerous¿ blood product transfusions and infusions were administered. The left chest was packed and left open. Over the following 1-2 days the patient's lactate levels continued to rise. The abdomen became distended and there was concern for an ischemic bowel. The patient was kept intubated and sedated until the palliative care team consultation and decision for care was made by the family. The patient was extubated and the pressors were weaned off. The patient died 2 days following the valve revision procedure. The death was reported as a non-sudden cardiac death. The physician indicated the event was possibly related to the redo transcatheter valve procedure and the transcatheter valve.

Manufacturer narrative:
Updated data: a5a, a5b, b2, b5, b7, h1, h6 h1: new information supports update from previous serious injury report to death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.